Manufacturer narrative:
A ge representative evaluated the system and reported the customer had not used the collimator properly, which caused the problem. The system operates as intended.

Event description:
It was reported that the collimator closed down. No pt injury was reported.